Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of approach: anterior cervical discectomy and fusion surgery it was reported that on (B)(6) 2004, patient underwent spine fusion surgery on the cervical region of his spine from vertebrae c5 to c7. Reportedly, during the surgery, only select parts rhbmp-2 and collagen sponge were used to fuse more than one level of the spine. Allegedly, post-operative period had been marked by a period of improvement, followed by progressively worsening and chronic neck pain; pain and radiculopathy in his left arm; numbness in his left shoulder, upper arm and the fingers of his left hand; intermittent swallowing difficulties; headaches; difficulty breathing when looking up and limited range of motion in his neck. Due to severe pain and symptoms, patient had discussed additional treatment options, including undergoing a risky, painful and costly revision surgery.